Event description:
Revision surgery - the pt dislocated.

Manufacturer narrative:
On (B)(6) 2011, an agent informed djo surgical that a hip revision surgery had occurred. The agent reported the following: pt is dislocated (28 mm femoral head oti). Original surgery date (B)(6) 1992. Djo surgical received a complaint about a reportable event, and has determined that the MFR of the device in question was osteoimplant technologies, inc, (oti). As part of encore's (djo surgical) acquisition of the oti product lines, oti (now known as pinnacle holding inc) agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(6) 2006. This info has been forwarded to (B)(6).